Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had battery errors and a keypad anomaly on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that he was outside in the cold. Customer was not able to clear the battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.